Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump delivered a 15 unit bolus without user interaction. Pump data review by tandem technical support showed that the pump was functioning as intended as customer unlocked the pump screen and manually entered 292 grams of carbohydrates in the bolus screen. Subsequently the pump delivered a 15 unit bolus; however, the customer maintained that the pump was not functioning properly. Customer¿s blood glucose level was 200 mg/dl.

Manufacturer narrative:
H6: additional code 4315.